Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an im nail of the tibia while passing through the proximal reamer over the guidewire, the guidewire was bent. This caused reamer to disengaged to hex on the shaft which was twisted the head of the reamer shaft. The reamer exploded into pieces inside the canal. All pieces were retrieved from the patient. Upon inspection of the flexible shaft, it was damaged while trying to fit into the modular reamer heads twisted around one another. This report is for one (1) unk - guides/sleeves/aiming. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.